Event description:
The customer's mother called to report a frozen display after the insulin pump was exposed to the rain. The mother changed the battery and received a battery out limit alarm, which she was unable to clear. Troubleshooting was performed and the insulin pump alarmed button error. The reported blood glucose reading was 386 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm or frozen display due to the blank display.